Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and oversensing due to noise. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance and noise. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.